Event description:
The hosp filed a med watch that alleged that they found a pt between the right siderails. The pt had an adduction pillow between their legs, their arms were resting on the siderails and their head was turned to the left. The pt's had a sling on their left arm. The sling had caught on one of the right siderails and the sling was found across the pt's neck. The siderails were all in the up position. When the staff found the pt, the pt had no pulse or respiration. They resuscitated the pt and transferred them to the ICU. The pt was "incubated" and unresponsive. The pt expired on 5/28/2005.